Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the root cause for the unknown product performance issue with the rv lead was high thresholds and high out of range shocking impedances (approximately 150 ohms) due to the patient tripping and falling in the driveway. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed at 14 cm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed calcium deposits on the distal coil. The reported out of range high impedance measurements were likely the result of the calcification observed by the laboratory.